Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint could not be confirmed. The root cause could not be established. In consequence the device was tested, and no malfunction was found. There was no patient or user harm.

Event description:
Dear sven the customer complaint an exceptional event that occurred on 27.8.2020 at 10:30.according to the report received, the unit stopped working and shutdown while transferring a patient (transport).the patient was not injured by the incident. In my test, the unit is normal. All tests were performed in service and came out normal. Please advise br lior.